Event description:
The user facility reported that the device was missing components from the front end of the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.